Manufacturer narrative:
The product investigation was completed. Device evaluation details: the qdot micro device was returned to biosense webster (bwi) for evaluation. A visual inspection and magnetic sensor functionality test of the returned device were performed following bwi procedures. Visual analysis revealed reddish material and a hole in the surface of the pebax. The device was connected to the carto 3 system and it was recognized and visualized correctly. No issues or errors were observed. A manufacturing record evaluation was performed for the finished device 31252146l number, and no internal action was found during the review. The reddish material inside the pebax could be related to the issue reported by the customer; therefore, the customer complaint was confirmed. The root cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instruction for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle as part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that the patient underwent an atrial fibrillation ablation procedure with a qdot micro¿ catheter and post procedure the bwi product analysis lab identified a hole in the pebax. During the procedure, there was an inadequate current error on the ngen generator. The medical team added a ground pad to the patient's thigh and the issue persisted. The cable was reseated but the issue persisted. The cable was replaced with no resolution. When the catheter was replaced, the issue was resolved. No patient consequences were reported.